Event description:
During a greenfield 12 fr ss vena cava filter implant procedure, the filter prematurely deplpyed from the carrier device in the sheath. The device was removed and a new filter was successfully implanted. No pt injuries or complications were reported. The pt's status was reported as 'fine'.